Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module "paused" unexpectedly. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0500. Per report, the clinician was rounding and noticed that the alaris pump was paused with orange light on channel, but there were no nursing staff in patient's room nor any audible alarms going off. After speaking with bedside nurse and charge nurse, both stated that pause button was never pushed, nor was a delay intended for the infusion. All other staff in the area was asked about responding to the pump, silencing any alarms or pausing/restarting the infusion, and no one reported actually going into the patient's room. While pump was still on pause at 0524, the clinician spoke with the "remaining staff nurses about touching the alaris pump, and to have the bedside nurse check the pt's "infusion verify" in erecord". When the clinician returned to the room 2 minutes later, the infusion was restarted and running, but no one entered the room to perform this action.

Event description:
It was reported that the pump module "paused" unexpectedly. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0500. Per report, the clinician was rounding and noticed that the alaris pump was paused with orange light on channel, but there were no nursing staff in patient's room nor any audible alarms going off. After speaking with bedside nurse and charge nurse, both stated that pause button was never pushed, nor was a delay intended for the infusion. All other staff in the area was asked about responding to the pump, silencing any alarms or pausing/restarting the infusion, and no one reported actually going into the patient's room. While pump was still on pause at 0524, the clinician spoke with the "remaining staff nurses about touching the alaris pump, and to have the bedside nurse check the pt's "infusion verify" in record". When the clinician returned to the room 2 minutes later, the infusion was restarted and running, but no one entered the room to perform this action.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established, additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report that the pump module unexpectedly paused was confirmed via log analysis. ¿ the external inspection in the ¿as received¿ state found the manufacturer seal intact; this finding indicates that the device had not been previously opened after leaving bd manufacture or san diego repair center. The female (left) inter-unit interface (iui) and male (right) iui were observed in good condition. The door latch, sear, platen, post, hinge pins, pivot latch screw and membrane frame were observed in good condition and did not interfere with the door operation. ¿ the internal pump module components and cable connections were observed in good condition. The pcb boards were noted in good condition. The bezel date code was observed as 1/24 (january 2024, not recall affected), making the bezel almost 10 months old. ¿ inspection of the concomitant pcu unit found the power cord to be a third-party part manufactured by ppc. ¿ bd strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. ¿ on 23jul2024 between 8:13 pm and 8:16 pm the system was powered on, and an infusion was programmed with a rate of 250 ml/hr and a vtbi of 15 ml for 0.9% normal saline. The system alarmed for air in line two (2) times and the door was opened and closed. A remote IV was received and an intermittent secondary infusion started with a rate of 50 ml/hr, vtbi of 50 ml and a dose of 2000 mg for an unknown drug. ¿ between 9:16 pm and 9:30 pm the secondary infusion was completed and the primary infusion restarted. The primary infusion completed. A primary volume infused (pvi) of 15.019 ml and a secondary volume infused (svi) of 50.01 ml were recorded. The pump was left idle. ¿ between 10:34 pm and 11:46 pm a remote IV was received and an im fluid infusion was started with a rate of 100 ml/hr and a vtbi of 1200 ml. The system alarmed for occlusion on patient side. The infusion was restarted and a pvi of 127.234 ml was recorded. ¿ on 24jul2024 at 1:38 am the system alarmed for air in line and a pvi of 313.185 ml was recorded. The infusion was restarted. ¿ between 3:11 am and 5:26 am the system alarmed three (3) times. The first one for occlusion on fluid side. The infusion was restarted. The second one the system alarmed for air in line. The system alarmed for safety clamp open and the door was closed, and the infusion restarted. The third one the system alarmed for occlusion on patient side and a pvi of 675.674 ml was recorded. The infusion was paused by a keypress and then was restarted two minutes later. ¿ at 8:23 am the system was channeled off. A pvi of 969.227 ml was recorded. ¿ alaris system maintenance (asm) preventive maintenance task was performed on the suspect pump module. Results indicate that the device was performing as expected. ¿ a functional testing was performed on the suspect pump module. The device was programmed to infuse at the last recorded rate of 100 ml/hr and vtbi of 1200 ml. The duration of this test was expected as 12 hours and completed with no errors or anomalies observed. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported pump module unexpectedly paused was identified as user programming with the pause key having been recorded to have been selected on the date 24jul2024 at the time of 5:24 am.